Event description:
Information was received from a patient regarding an external device. It was reported that last night the recharger unit screen went "blippy" and wouldn't keep one image on the screen. Patient stated they went to an appointment today to have some "intervations" done on their neck, and got connected to a manufacturer representative (rep). Patient stated that the rep instructed them on how to reset the recharger which patient tried with no success. Patient stated now the recharger is completely blank and won't come on and is beeping every few seconds. Patient stated they tried charging the recharger but it won't come on. Patient stated that as far as they could tell from the screens last night, the implant was fully charged, but patient is not aware of the charge level now. Agent had patient reset the recharger. Patient confirmed the desktop charger was not connected during reset. Patient stated the screen did no t come on and the beeping continued after reset. Patient tried connecting the desktop charger and pressing the reset button, the issue did not resolve. Agent sent email to repair to replace the recharger. Patient commented they were going to let their dog bury the beeping device in the backyard. No symptoms were reported. Additional information was received from the pt. Pt called back saying they had not received the package yet. Pt said their implanted neurostimulator (ins) battery had run out and they had a headache today. Additional information was received from the pt called back and reported they hadn't received the replacement rtm. Ps checked tracking number and their package was in transit. Pt added they had an excruciating headache.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6) h3: analysis of the 37751 recharger (rtm) (serial number (B)(6) revealed lost software. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.